Manufacturer narrative:
This report is associated with the first zio monitor device worn by the patient. A review of the complaint revealed that the patient wore the zio monitor for 3 of the 7-day prescribed wear period. The patient also reported multiple material allergies and a documented pre-existing condition characterized by spontaneous anaphylactic reactions making it unclear whether the reactions were directly attributable to the zio monitor. The reported reactions are consistent with the patient¿s medical history and occur without an identifiable trigger. A causal relationship to the device cannot be established, and alternative etiologies cannot be excluded. Skin irritation and allergic reactions are known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported anaphylactic reactions to their healthcare provider that may have been associated with use of two zio monitors. The patient has a history of multiple material allergies and a documented pre-existing condition characterized by spontaneous anaphylactic reactions. During wear of the first monitor, the patient reported self-administering epinephrine (epipen) on three occasions. During wear of a second monitor, epinephrine was reportedly self-administered twice.